Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error alarm due to connector resistance issue. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer treated with manual injection. Customer reported that they insulin pump had power error detected. Customer was able to successfully clear the alarm and was able to complete pump rewind. Customer stated that power error detected reoccurred within a week. Customer was declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.